Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of upstream occlusions. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information h6: medical device problem codes has been updated to a160105 for better representation of the customer report. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusions" was not reproduced. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as constant / false upstream occlusion alarm. The cause of the condition was the ultrasonic sensor out of range. The ultrasonic sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.